Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
Customer called to report that liquid was present outside the integrated reaction unit (iru) elevator door 2 of their alinity m system. Customer assumed the leakage was from the instrument. Field service engineer (fse) arrived at the site within an hour and began reviewing the instrument to determine the cause of leakage. Fse observed no visible signs of any leak from the system solution drawer. Additionally, he found no liquid present under the instrument. There was a small amount of liquid outside the iru door 2. Customer explained that they received a low iru warning, so started filing the irus but eventually they got another error "inventory iru is empty - 2038" which lead to an hpv control failure. Fse opened the lysis and ethanol cradle to double check for any signs of leak and found very small traces of liquid under the peristaltic pump 5. Fse opened pump 5 and found liquid under the viton tubing; therefore performed cleaning around the tubing area, placed it back and performed verification that there was no trace of liquid leakage. Fse returned for a subsequent visit to replace the viton tubing. Customer had performed a couple of initializations and primes on the system. There were no signs of liquid leaking outside the system. The system solution drawer was checked multiple times. There was no injury as a result of the liquid or exposure (without personal protective equipment) to the liquid. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Investigation into this complaint included an existing data review, a complaint history review, and a nonconformance/CAPA history review. The investigation is summarized as follows: review of applicable labeling identified labeling to address this issue. A service history review found only the service ticket related to the issue under review in this complaint investigation. The complaint history review did not find any complaint tickets related to leakage resulting from small leak traces from intact viton tubing connected to a peristaltic pump on an alinity m system. The CAPA (corrective and preventative action) / non-conformance (nc) review did not find any records related to small leak traces from intact viton tubing connected to a peristaltic pump on an alinity m system. As per field service engineer (fse) troubleshooting, no trace of liquid was observed from the instrument to the location where liquid was observed outside iru door 2, and no further leaks were found in subsequent days. Hence, the fse concluded the liquid observed by the customer outside of iru door 2 was not a result of leakage from the alinity m instrument. The very small traces of liquid found under the viton tubing of peristaltic pump 5 were contained within the instrument and not enough to cause a leak. In addition, after cleaning the viton tubing and performing verification tests, there were no traces of liquid. Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02).